Event description:
It was reported that "unknown black material was observed at the connection between zero stopcock and three way stopcock of off-line vamp flex before use." No patient complications were reported.

Manufacturer narrative:
Per (B)(4) study- the unknown black particulate showed similar absorption characteristics when comparing to oil like material. It is found that during qc 100% inspection /sorting, the components: the dpt's were occasionally found contaminated with black spots, oil like material, etc. These contaminated components were discarded or cleaned by the qc before being passed to the assembly cleanroom. However, the black material in the complained product could be caused by the error of qc inspector who performs 100% inspection of the supplied parts that passed the component to the assembly process without noticing and / or cleaning of this contamination. The complaint has been shown to all related operators and qc inspectors for their awareness. And, all qc inspectors who perform sorting shall be re-trained on the inspection to ensure their proper and throughout inspection of the components. A review of the manufacturing records indicated that the product met specifications upon release.

Manufacturer narrative:
The returned device was evaluated and a visual and functional analysis was performed. We received one dpt-vamp flex with IV tubing for examination. As received the IV spike and part of the IV tubing was cut and missing from the returned unit. Priming solution was visible throughout the unit. Multiple black particulates were found on the inner surface of the vamp reservoir stopcock female luer and on the outer surface of the dpt stopcock male luer. The particulates were approximately from 0.002" to 0.01" in size. The particulates did not get flushed out of the unit during the flush test. The particulates stuck to the surface of the luer body and broke off into very small pieces when scraping it off from the luer surface. Visual examination was performed at 10x magnification. Water was flushed through the kit at pressure 350mmhg for 5 minutes during flush test. The water was filtered to capture any particulate that might get flushed out of the kit. The particulates were sent to chemistry for further analysis. A supplemental report will be forthcoming pending chemistry and root cause investigation.